Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 200 units. The customer's blood glucose level was 237 mg/dl. The customer loaded a new cartridge successfully and resumed insulin therapy.